Event description:
A complaint was made regarding a pt who underwent an incontinence procedure with 2-way access involving a bone anchored sling. The sling operation was first performed by a surgeon who put too much tension on pelvicol and needed to cut the sutures. A second operation was carried out at a later date to place a second piece of pelvicol under the former piece. Pelvicol was folded in a double layer and fixed to the pubic bone with gor-tex sutures. Following the operation, the pt felt pain in the pelvic area and developed fever. Antibiotics (cyproxine and augmentin) were administered in a high dose without result & two months after the second procedure, the pt exteriorized a piece of tissue by vaginal way. After this the pain and fever disappeared. The exteriorized piece of tissue was examined by ana-path lab, which revealed bacterial colonization (strepacoc b). The surgeon involved was unable to tell if the exteriorized piece was from the first or second piece of pelvicol.